Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set leaked at the lowest y-site (clearlink). The process step at which the issue occurred was not specified. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
H4: the lot was manufactured between 03/13/2025 - 03/14/2025. Should additional relevant information become available, a supplemental report will be submitted.